Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (29 mg/dl). The cause for the reported low bg levels is unknown. Reportedly, the paramedics were called and the customer was treated with glucose. Recommendation was made to discuss diabetes management with customer's heath care professional.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed on (B)(6) 2017. User made bolus request without entering current bg level. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.